Event description:
As reported by the end user in (B)(6), during a pci procedure, which the physician was inflating a flextome balloon, the inflation device handle kept rotating. The inflation device was exchanged with another new of the same device and the procedure was completed without further complication. There was no harm to the pt and was unaffected by the event.

Manufacturer narrative:
Although it has been indicated by the end user that the device will not be returned to the manufacturer, an investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).